Event description:
It was reported that the customer received a button error alarm on the insulin pump, following exposure to moisture as the customer was in a swimming pool. The customer's blood glucose level was 220 mg/dl. The customer had reverted to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.